Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an incomplete data transfer from the controller to the monitor and the date was incorrect. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller that was unable to communicate to a monitor can be attributed, but not limited to, a component malfunction within the serial module, a serial port connector malfunction and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). If information is provided in the future, a supplemental report will be issued.